Event description:
An optometrist reported a case of epithelial cell and small undercorrection, observed on a patient's left eye at three months post lasik treatment. Reporter indicated one week later, patient returned for epithelial ingrowth flap lift and clean; however, surgeon discovered that opacities were in deep epithelial layer, not sub flap. Reporter also noted patient had loose epithelium upon flap lift and clean, and concerned condition could be anterior basement membrane dystrophy (abmd). Patient noted vision was not sharp and blurred or fuzzy. Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).